Event description:
It was reported that the insulin pump alarmed an error and had an unresponsive esc button. The caller did not know the blood glucose reading. She stated that she had been cleaning when the alarm occurred, and she was unable to clear the alarm due to the keypad issue. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with frozen display at full segments. The electronics assembly was disassembled and reassembled with no frozen screen noted. Frozen screen was isolated to the electronics assembly. Motion sensor test failure and no button response were not verified due to frozen screen. The device had cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window. The device had corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.